Event description:
A cracked and shattered touchscreen on a pump was reported, rendering the device unusable as the customer could not interact with it. There was no adverse impact on the customer's blood glucose level. Technical support planned to replace the pump. The customer was instructed to use manual daily injections (mdi) as a backup therapy.